Manufacturer narrative:
Model number/catalog number: sc-2408-56. Serial number: (B)(4). Batch/lot number:21280280. Model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was experiencing pain at the lead site. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the visual inspection revealed that the lead was cut in two pieces, x-ray inspections found no cable breakage. Damage to the device is similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient was experiencing pain at the lead site. The patient underwent an explant procedure and was doing well postoperatively.